Event description:
It was reported that nurse was unable to remove the spike from an intravia empty container. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed and the reported problem could not be verified. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.